Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise and right ventricular lead exhibited high capture threshold and high impedance. The right ventricular lead was previously reprogrammed to unipolar configuration. The asymptomatic patient presented in clinic on (B)(6) 2019, for follow-up. Upon device interrogation, the right atrial lead did not exhibit noise and the right ventricular lead exhibited high capture threshold and high impedance in bipolar configuration. Provocative maneuvers was performed and noise was noted on the right atrial lead. No pacing inhibition was observed. The right ventricular lead was left in unipolar configuration. The patient would be continued to be monitored.